Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were performing a device reset as the patient had not used the device in over six months. It was noted that prior to that the device had worked well but the patient had been doing okay with their pain so they hadn¿t used it. After the trickle charge an impedance test was done and found that the 0-7 lead was greater than 10000 ohms for all electrodes when tested at .7v. It was unknown was external or patient factors may have contributed to the issue. No interventions were taken as the patient was going to try the existing programming on the 8-15 lead and come back for reprogramming if needed. The issue was not resolved at the time of the report. No patient symptoms reported.